Event description:
It was reported the procedure was to treat a heavily calcified and mildly tortuous lesion in the aortoiliac artery. The 8.0x100mm absolute pro self expanding stent system was advanced to the target lesion and the stent deployed; however the stent did not fully open up due to the calcification in the lesion. A balloon catheter was advanced and inflated inside the stent however the stent still did not open and a stent fracture was noted. Another absolute pro stent was implanted as treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to the circumstances of the procedure as it is likely that interaction with the highly calcified anatomy resulted in preventing the shaft lumens from moving freely; resulting in the reported difficult or delayed activation, ultimately resulting in the stent not fully opening up. Manipulation of the compromised device during the inflation of the balloon catheter inside the stent in attempts to fully open the stent likely resulted in the reported stent break. As reported, another absolute pro stent was implanted as treatment. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.